Event description:
The unit repeatedly alarmed "occlusion". Pt suffered from the solution infusing into tissues. The hospital requested a routine check of the pump due to nursing being brought before a disciplinary committee as a result of the intravenous infiltration in the pt. Apparently the infusion site was not inspected as per the usual protocol. The pt has recovered from the incident.